Event description:
It was reported that a dexcom g7 sensor paired to the g7 app failed to pair to the ilet after a prior ilet removal, and pairing was resolved after guidance to toggle cgm settings and reenter the four-digit code, after which glucose data began displaying on the ilet with values trending down. Symptoms included hyperglycemia with glucose readings reported up to 265 mg/dl. Outcomes included no reported alarms, no reported injury, and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education by customer support. Investigation of this case revealed successful restoration of cgm-to-ilet communication following correct configuration and code entry. It was concluded that the event was related to setup and pairing configuration rather than a device malfunction, with the device operating as expected after reconfiguration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. Event summary.